Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit¿s blade jammed. As reported, there was no patient involvement.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. If information is provided in the future, a supplemental report will be issued.